Event description:
Vacuum assist with fetal delivery. Five pulls were made with five pop offs. A new vacuum was used with one pull and no pop off. Post delivery initial vacuum noted to have inadequate suction.

Manufacturer narrative:
The device was not returned to us. As of the filing date, numerous attempts have been made to contact the hospital but there has not been any response. There is no evidence that the kiwi vacuum device malfunction in any way.